Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot#: (B)(4), serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-dec-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 10-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was implanted for left lower back pain. When the patient awoke on (B)(6) 2020, and she could not feel the impulses, and she was in a lot of pain. The patient tried to increase groups a, b, and c, and it didn¿t work. The patient blamed the weather at first. Then, she tried to use the patient programmer, and it showed that stimulation was on. Groups a, b, and c were tried. The patient only faintly felt stimulation on group b. Additional information was received from a consumer regarding the patient on 2020-may-15. It was reported that the patient awoke on (B)(6) 2020, and she could not feel the impulses. The patient tried to increase groups a, b, and c, and it didn¿t work. That is when she tried calling her health care professional and indicated that she thought that she needed to meet with her health care professional and manufacturer representative because she thought that the unit was empty. The patient was told in july that her implantable neurostimulator would only last until october or november 2019, and the patient was just told that it will last 2 more months. The patient met with her health care professional and a manufacturer representative for programming. The patient indicated that when she gets the replacement, that they may replace both the implantable neurostimulator and the leads, because when the manufacturer representative was trying to program groups a, b, and c, the stimulation would only go to her rib area and not the lower left back where the patient needs it. The manufacturer representative was successful in programming coverage on group d, and the patient¿s pain is now covered. There were no further complications reported.